Event description:
Hoyer lift equipped with optional electronic digital scale. As pt was being moved out of bed, exposed portion of keeper screw broke off flush with boom loop, dropping pt onto floor.